Event description:
The initial reporter received questionable ureal (urea), crej2 creatinine jaffé gen.2, and phos2 (phosphorus) results for three patients tested on a cobas 6000 c501 module. It was reported the customer had qc issues. It was unknown if the initial results were reported outside the laboratory. The customer performed repeat testing with the samples. Patient 1's initial urea result was 20 mg/dl. The patient's repeat result was 53 mg/dl. Patient 2's initial creatinine result was 0.51 mg/dl. The patient's repeat result was 0.92 mg/dl. Patient 3's initial phosphorus result was 7.7 mg/dl. The patient's repeat result was 3.8 mg/dl. The urea reagent lot number was 610915 with an expiration date requested but not provided. The creatinine reagent lot number and expiration date were requested but not provided. The customer reported two phosphorus reagent lot numbers were used for testing, lot 593236 and 618956. It is unknown which reagent lot was used for the initial and repeat testing. The lot expiration dates were requested but not provided.

Manufacturer narrative:
Reportedly the customer did not see anything out of order on the c501 module. The field service engineer found the sample probe was misaligned within the sampling position and the probe washing pressure was off. He performed adjustments and checked other probe adjustments. He performed monthly maintenance and performed cell blank measurements, calibration, and qc. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.